Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited a telemetry anomaly. The device interrogated normally on the second attempt. The device would be monitored.